Event description:
Information was received that this left ventricular (lv) lead exhibited unacceptable threshold measurements and was found to have backed out of the cardiac tissue. The put underwent double bypass surgery and the lead was cut during the procedure. The lead was explanted and successfully replaced. No adverse pt effects were reported.